Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, bleeding, erosion, infection, urinary problems and dyspareunia. No other info is available.